Event description:
Healthcare professional additionally reported ganglionic images with inflammatory changes, solid nodules in the interline of the external quadrants of the right breast, slightly lobed edges, pain and deformity. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side "was broken". The device remains implanted.